Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost the charger and programmer approximately a year ago, due to which the patient has not charged the ipg. As such, the ipg is inoperable. Surgical intervention will be undertaken to address the issue.

Event description:
Follow-up identified the patient's ipg was explanted and replaced on 12 september 2018. Effective stimulation was restored post-operatively.